Event description:
It was reported that the right atrial lead was removed and replaced as it "did not work and couldn't be fixed." Follow-up attempts to acquire more information are still in progress. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: (B)(4) defibrillator 2005 (B)(6). (B)(4).

Event description:
It was later reported that the right atrial lead didn't pace high threshold.

Manufacturer narrative:
(B)(4).